Event description:
Anesthetist administered anesthesia using whitacre needle set. Pt was young and had reacted (little movement) to needle stick. After procedure, needle noticed to be missing. X-ray was performed to locate the needle and was extracted by tweezers.

Manufacturer narrative:
No product return is anticipated. Pictures were received. Complaint history check yielded no other complaints for similar condition for the lot reported. Device review was conducted for cannula and finished product and no anomalies noted. Quality will continue to monitor on monthly trend reports.